Event description:
It was reported by the affiliate that prior to a breast procedure, the customer called the affiliate service call center because the device did not work: the connector from sthc1 to control module was cracked. The device was repaired and the following were replaced: dc motor adapter; round spacer and compression couplings; as per sb were replaced the front interface bracket and the muffler. No patient consequence reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the interface board and black cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.